Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician attempted to advance a smart coil into the hub of the non-penumbra microcatheter and reported that the smart coil would not advance out of its introducer sheath. The smart coil was therefore removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 101.0 and 115.5 cm from the hub. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the smart coil¿s introducer sheath is not aligned properly within the hub of its parent catheter, the embolization coil may take shape within the hub and resistance may be experienced during advancement. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was advanced through its introducer sheath with resistance. Resistance was also experienced while advancing the smart coil through the hub of a demonstration microcatheter and the device was unable to advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.